Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-21826. Related manufacturer reference number: 2017865-2021-21828. It was reported that the pacemaker, right ventricular (rv) lead, and right atrial (ra) lead was explanted due to infection. The patient condition was stable.